Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin was leaking at the needle. Customer used glue to stop leak. Customer's blood glucose was 400 mg/dl. Customer was advised that some infusion sets from the box would be replaced.